Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having kinked cannula and no insulin delivery issues with one infusion set. At the time of this event, patient's blood glucose level was 590 mg/dl and the patient also had high level of ketones that was assessed as dangerous by a healthcare professional. Due to this, the patient removed the kinked cannula and self-treated with insulin via intravenous route. Subsequently, the patient was hospitalized where the patient received insulin via intravenous route, which resolved the issue. The infusion set had been in use for one day. There was no permanent damage to the patient and the patient did not notice any damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.